Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged the pressure is low and device is louder than usual. Patient state he woke up with headache but not harmed. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged pressure issue/headache. There was no report of serious or permanent harm or injury. The device was returned to a third-party service centre. The technician confirmed no foam particles in the air path during the device evaluation. Two error codes were found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The sections initial report sent to FDA, MDR attachments, relevant test/lab data (rfb), codings and recall number were updated.